Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem was extremely well fixed. Three extraction instruments was broken trying to remove the stem. The corail stem extractors threads stripped trying to lock it into the stem. The retaining stem inserter locked into the stem but the tip broke off when trying to slaphammer it out. The slaphammer cyclinder will no longer slide over the shaft after it was scarred up. Please send all replacements sos to (B)(6), no additional information. No surgical delay.